Event description:
Following a transurethral resection, while cleaning the instrument in question, the ceramic beak was noticed to be missing from the instrument tip. X-ray of the patient showed that the beak had been left in patient's bladder. Immediate cystoscopy was performed and the ceramic beak was removed. The cermic beak had broken off of the tip of the instrument.